Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump which "alarms when put in purge or infuse mode" was confirmed and duplicated during product evaluation by baxter quality engineering. This condition was caused by a faulty reed switch. The reed switch was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump which "alarms when put in purge or infuse mode". This condition occurred during bio-medical testing. During product evaluation, a baxter service technician discovered that the pump went into constant alarm after running. This event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.